Event description:
It was reported that the patient had swelling and redness at the midline incision site and staphylococcus aureus infection was confirmed. The physician confirmed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively and the explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(6); batch: 7078714.